Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation due to stress urinary incontinence. It was reported that following insertion the patient experienced pelvic pain, painful sex, erosion, urinary incontinence, vaginal scarring, mental and emotional damages and that the mesh has cut her husband during sex. It was reported that patient underwent partial mesh removal on (B)(6) 2011 due to erosion of mesh. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.